Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and healthcare professional (hcp) in regard to a patient receiving dilaudid and sufenta via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the pump was alarming or beeping. The onset of the reported event was (B)(6) 2016. A low reservoir alarm started beeping a week prior and the patient is scheduled for a refill on (B)(6) 2016. On (B)(6) 2016, the patient started hearing a critical alarm. The patient was wondering if the pump was out of medication or just alarming because the patient is in the low reservoir. The patient's healthcare professional didn't keep up with the refill date, and missed telling the patient she needed to come in for a refill. The patient didn't miss the refill. The hcp indicated an immediate appointment for a refill was made. No patient symptoms reported.